Manufacturer narrative:
(B)(4).

Event description:
It was reported the crna experienced difficulty with the delator fraying while inserting it into the pt in the operating room. This occurred prior to inserting the needle. As a result, a second kit from the same lot was opened. See MDR 1036844-2014-00194 for the second kit used with the same outcome.